Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable event of cancelled/aborted procedure.

Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used in the bile duct during in spyglass stone management procedure performed on (B)(6) 2023. Ten minutes into the procedure, when the spyscope was inserted and the physician started using the irrigation pump, the image was lost which resulted in the screen starting to glitch. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.